Manufacturer narrative:
Leads and anchors are no longer reportable with the new information received.

Event description:
Additional information received, indicated that patient underwent surgical intervention wherein the system was explanted and the infection was at the ipg site only.

Manufacturer narrative:
Event and therapy dates are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48290. Related manufacturer reference number: 1627487-2020-48291. Related manufacturer reference number: 1627487-2020-48293. Related manufacturer reference number: 1627487-2020-48294 . It was reported that patient has infection at an unknown site. Surgical intervention is expected to address the issue at a later date.